Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2; -10.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4)